Event description:
I had the essure implants in my fallopian tubes. One side never scarred over and after my radiology appointment to see if it scarred I have been having debilitating pains. I am having surgery to have the coil removed and possibly a hysterectomy due to were it is in the uterine lining on (B)(6). I put in the date of the radiology appointment that the pain started at for the date of the event.